Manufacturer narrative:
On april 24, 2025, the mentor failure analysis lab has received the device for evaluation. On april 30, 2025, mentor received additional information regarding the event. It was reported that the patient was unhappy about the overall size of her breast implants. It was also reported that the patient was having breast pain. Reason for device explant and/or reoperation: rupture and breast pain. On may 06, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the smooth hpg, 400cc breast implant was found to be ruptured and received in (3) three parts. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively. The patient mentioned experiencing a car accident. As a result, the patient underwent explantation on (B)(6) 2025, and replaced with a 275cc mentor memorygel breast implant (catalog number 3502751bc) with serial number (B)(6).